Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt called for assistance with adjusting her basal rates on her primary infusion device. She reported experiencing erratic blood glucose for a "couple" of months. She stated she has been as low as 59 mg/dl and as high as 579 mg/dl. She stated that in 2007 her blood glucose was elevated, and she bolused several times (totaling 18.2 units of insulin) and her blood glucose continued to rise. She stated that she changed her insulin cartridge and infusion set and went to bed. At noon, the next day, her blood glucose measured 85 mg/dl. She reported previously experiencing a "couple" low blood glucose events in which the paramedics were called (no details provided). Upon follow up, the pt stated that on the following day (while on her backup infusion device) her blood glucose elevated to 528 mg/dl. She stated she may have slept on her infusion tubing causing it to be kinked. The pt examined the infusion tubing and found no damage. She stated that today her blood glucose was elevated to 221 mg/dl and she bolused 1 unit of insulin and her blood glucose lowered to 202 mg/dl. She then disconnected from the infusion device to shower and her blood glucose elevated to 253 mg/dl. At the time of the report her blood glucose measured 301 mg/dl and she bolused 1.5 units of insulin. The pt reported being under a high level of stress. The pt was advised that training may be helpful. Upon further follow up, the pt stated her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.